Event description:
It was reported by service report that the side rail would not latch in the raised position. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
(B)(4).